Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the display adaptor printed circuit board. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.